Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that, "[pt] received a gunther tulip filter on (B)(6) 2004 at (B)(6) center in (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that, "[pt] received a gunther tulip filter on (B)(6) 2004 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to adverse event and product problem; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/05/2016 as follows: patient received an implant on (B)(6) 2004 due to blood clot. Patient is alleging tilt, vena cava perforation, acid reflux, heart palpitations and anxiety due to the device. Patient alleges retrieval was attempted on (B)(6) 2014 and that the device is unable to be retrieved .

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, unable to be retrieved, acid reflux, heart palpitations, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported acid reflux, heart palpitations, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.